Event description:
The customer reported failing differential (diff) and nucleated red blood cell (nrbc) and less than 50 mls of blue fluid leaked from the right side of the unicel dxh 600 coulter cellular analysis system onto the counter top. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing on the flow cell was disconnected. The fse reconnected the tubing, resolving the leak; the differential (diff) and the nucleated red blood cell (nrbc) also passed upon instrument startup. The fse performed instrument verification and the instrument was returned to normal operation. (B)(4).